Event description:
It was reported to gore that a staple line leak appeared on the fundus, where an echelon 60 with blue j&j cartige on the last two fires was used, after three weeks from the procedure. The leak was treated with a standard wash out and drainage. The patient is doing well. It was stated that the physician does not believe that the seamguard device caused the staple line leaks for the patient.

Manufacturer narrative:
Upon review of the event, it was noted that lot#13133249 is associated with event# (B)(4). The gore® seamguard® lot number #13133249 belongs to the medwatch report #3003910212-2015-00010. The type of reportable event was changed to ¿other¿.this report is being retracted since it is a duplicate.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The device remains implanted, therefore no engineering evaluation could be done. The medwatch report #3003910212-2015-00009 with the corresponding gore® seamguard® lot number #13133249 was created in error. The gore® seamguard® lot number #13133249 belongs to the medwatch report #3003910212-2015-00010.

Event description:
It was reported to gore that a staple line leak appeared on the fundus after three weeks from the procedure. During the procedure a gore seamguard staple line reinforcement and an echelon 60 with blue j&j cartridge were used on the last two fires. The leak was treated with a standard wash out and drainage. The patient is doing well. It was stated that the physician does not believe that the gore seamguard staple line reinforcement caused the staple line leak for the patient.

Manufacturer narrative:
Gore received two lot numbers which were delivered to the hospital (lot #13100431 and lot #13133249). According to the hospital it is unclear which lot is involved with the event. Therefore gore is submitting a report for each lot reported.